Manufacturer narrative:
This report is submitted on january 11, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange attempts were made. However, the issue did not resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new device during the same surgery. This report is submitted on june 29, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 28, 2022.